Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure, it was not possible to push the distal helix out of the lead tip. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.